Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing. The physician suspected that the ra lead was fractured, so a revision procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.